Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model ct6a, serial number/date (B)(4) is approximately 2 years old. The user manual part number 1134872 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male whose height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The caster hardware allegedly became loose and the fork fell off the chair. The threading inside the frame is allegedly stripped and cannot be tightened fully to keep the fork/caster on the chair. No injury is alleged.